Event description:
It was reported that the manufacturers representative called the manufacturers technical services representative to ask why the device is not pacing into pvcs (premature ventricular contractions). Ventricular sense response operation was discussed and programming options to consider. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.